Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a gradual increase in shock impedance measurements reaching out of range at 128 ohms. The shock impedance measurements continued to increase reaching 149 ohms. This lead was then surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a gradual increase in shock impedance measurements reaching out of range at 128 ohms. The shock impedance measurements continued to increase reaching 149 ohms. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.